Event description:
It was reported the pt had been unable to receive stimulation coverage in her feet since implant. Reprogramming had been unable to resolve the issue. Follow up identified the pt met with a sjm rep for reprogramming. It was reported the pt was provided 3 new programs to try to address the issue. It was reported surgical intervention may be undertaken if the issue cannot be resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.